Event description:
It was reported that, "the pt claims failure of his right hip prosthesis." No further info is available at this time, although it has been requested."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.